Event description:
Pt having sternotomy for coronary artery bypass graft. Stryker sternum saw assembled and tested prior to use. Saw checked out. During procedure, an anatomical defect was noted when the saw hit a "knotty" area that torqued guides and lead to blade running off track and subsequently broke. All pieces were recovered and compared to similar blade. No injury occurred to pt or staff.